Event description:
I had lasik surgery in 2019 and developed almost immediately severe dry eyes, chronic eye pain, burning, foreign body sensation. The surgery had a very significant impact on the quality of my life. I was never properly informed about the risks. More than 5 years after the surgery, I still struggling with severe side effects. I tried almost all available treatments for dry eyes with no results. Recently, I was diagnosed with corneal neuropathic pain caused by lasik surgery.